Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not implanted. The actual sample has not been returned to the manufacturing facility. Therefore, the initial investigation covers only the retention samples. Retention samples revealed no defects. The cannula as supplied raw material has passed certification review and incoming inspection prior release and issuance to production. Our needles are compliant to iso 9626 for stiffness and resistance to breakage. Verification of lot history file revealed no related nonconformity or irregularity encountered during production of the lot. Prior shipment, qc conducts outgoing inspection that includes visual and functional tests. All samples passed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a prevent ht needle broke while they were giving an injection to a child. When the medical assistant inserted the needle, she said she heard a slight noise. When she pulled, the needle out it was no longer there. They sent the patient to the emergency room as the thought the needle was stuck in the child's arm. However, the needle was not in the child's arm and they were able to find the needle on the floor. Additional information was received on 8/10/2018: it was reported that the medical assistant that experienced the issue stated that nothing unusual occurred during injection and that the child did not squirm. There was no leak of medicine, indicating the child had received the injection as intended, other than the "slight noise", the medical assistant heard. After the ER reported back to the facility there was no needle in the child's arm, the medical assistant looked in the procedure room and found the needle on the floor. Additional information was received on 8/13/2018: it was reported that the patient's mother and the medical assistant said they both heard a pop, but did not think anything of it, until it was noted the needle was missing. There was no bending of the needle or anything unusual regarding the injection. It is believed that the child received the injection (gardasil) as intended, since there was no leakage noted at the time of the event. Mother took the patient to ER. The ER performed an x-ray, which confirmed the distal portion of needle was not in child's arm. Facility was notified and searched procedure room, then located distal portion of needle on floor, which was then disposed. The patients' health was not impacted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. The actual device was returned to the manufacturing facility for evaluation. The sample consisted of one opened blister package and a proximal hub of the sg2 needle where the cannula was noted to be broken just above the tip of the glue. Based on the results of our investigation, the exact root cause of the complaint could not be identified. The cannula of the actual sample was noted broken just above the tip of the glue and the cut part was uneven. Needle hub has chipped off part on the edge which could have been caused by an external force applied that resulted to needle breakage.